Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found barrel clamp head stuck partially open, chipped top case corners, cracked right plunger case and battery door. Bottom case has a hole chipped on bottom. Event history log showed "invalid syringe size". The issue was replicated and found "invalid syringe size" at syringe test. Could not recalibrate, value was stuck at 0.135. The cause of the reported problem is the barrel clamp guide was shattered and the size pot pin was out of place. Repairs done were replace barrel clamp guide, barrel clamp rod and tapered spring. Performed power up process, preventive maintenance and all functional tests which passed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited an invalid syringe size and would not calibrate. No adverse patient effects were reported by the customer.